Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was introduced for use in an endoscopic retrograde cholangiopancreatography (ercp) for treatment of pancreatic stones on (B)(6) 2022. The patient was placed in the prone position and the physician attempted to pass the scope but met with resistance in the patients upper anatomy. After repositioning and manipulating the scope, the physician was able to pass the scope and advance to the duodenum. Once in the duodenum, the physician examined the papilla and duodenal anatomy. The physician then decided to extubate to allow a fellow to use the scope and attempt intubation. While removing the scope, the physician noted irregular trauma to the patients mouth located above the cricopharyngeal area. A reusable duodenoscope was introduced and upon entering the mouth, trauma was observed and difficulty advancing the scope was noted. The physician switched to an egd scope and evaluated the area. They then decided to discontinue the ercp procedure and requested a consult from ent. The patient was extubated and flipped on their back. The anesthesiologist examined the area with a blade scope and the egd scope was reintroduced. After ents arrival, the physician diagnosed the trauma as a 1.5cm laceration just above the left tonsil. The ent team decided not to pursue additional intervention and allow the laceration to heal on its own. The patient was hospitalized and was reported to have been discharged in good condition. The physician attributed the injury to the stiffness of the exalt scope. No further information has been obtained despite good faith efforts.